Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle. During the procedure, the physician successfully detached a ruby coil. The physician then noted that the pusher wire of the coil became stuck in the ruby coil detachment handle. The ruby coil detachment handle was not used for the rest of the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil detachment handle was returned with the proximal end of the pusher assembly and pull wire lodged inside. There was no exterior damage to the detachment handle. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil pull wire was inside the detachment handle. Evaluation of the returned product confirmed that the pull wire was lodged inside the detachment handle. The detachment handle was opened and the pull wire was removed. The handle was tested and functioned correctly. This type of issue is usually associated with actuating the detachment handle repeatedly during the procedure, causing the pull wire to move back inside the detachment handle mechanism and kink. Once the wire is kinked inside the detachment handle, removing the wire is difficult. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.